Manufacturer narrative:
Product analysis ¿ as found condition: the marathon catheter was returned within a primary and secondary shipping box, an open marathon outer carton, an open marathon inner pouch, and a dispenser coil. ¿ visual inspection/damage location details: liquid embolic residue was found within the marathon catheter hub. The marathon catheter body was found bent/stretched at ~43.5cm and bent at ~117.5cm from the proximal end of the catheter hub. The marathon catheter body was found damaged at the proximal to distal catheter fuse joint, ~26.3cm from the catheter distal tip. The marathon catheter distal tip was found to be in good condition. However, liquid embolic residue was found within the marathon catheter distal tip lumen. The marathon catheter appears to be occluded with liquid embolic. ¿ testing/analysis: leak testing could not be performed as the marathon catheter appears to be occluded. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report could not be confirmed as leak testing could not be performed. The event was reported to have occurred during preparation; however, liquid embolic residue was found with the returned marathon catheter. Further clarification of the exact sequence of events is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the leak was undetermined. The procedure was completed with a sonic catheter. There was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that as per the doctor, the marathon had leakage in the middle section which was seen during preparation. The catheter was inspected or tested prior to use. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for arteriovenous malformation (avm) embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was the internal carotid artery with a 4mm diameter. Ancillary devices include a fubuki sheath, fubuki guide catheter, marathon catheter.